Manufacturer narrative:
Initial reporter number was not provided this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and it was observed that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the compact air drive device was blocked, seized and rough running. It was further determined that the device had locked coupling mechanism damage which caused damage to internal motor and other internal components that generate the transmission of motion on the equipment. It was noted in the service order that components and internal locking mechanism were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.